Manufacturer narrative:
Physician reported post eswl hematoma requiring hospitalization. Despite multiple requests, no further information is available. The device was found to be functional within the manufacture specifications. Hematoma are known side effects of eswl.

Event description:
The customer reported that a patient presented with a hematoma following eswl treatment on (B)(6) 2022. Patient was admitted to the hospital but additional information concerning admission or discharge have not been provided by the physician.